Manufacturer narrative:
Manufacturers ref# (B)(4). 510(k): k172557. Investigation is still in progress.

Event description:
Description of event according to initial reporter: a patient underwent a vena cava filter implant procedure in which the gunther tulip navalign femoral vena cava filter set, g52917, was used. After the physician placed the filter it had to be removed as the filter looked like it was knotted up. Patient outcome: unknown.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: the physician placed the filter during a filter implant procedure, however, the filter had to be removed as the filter looked like it was knotted up. A new filter was placed during the procedure and no adverse effect on the patient was reported due to this occurrence. The complaint device was not returned for evaluation and no photos are available. It is was therefore not possible to conduct a device failure analysis. Limited information is provided in the event description, and it is therefore not clear how the procedure proceeded prior to the filter deployment. However, IFU warns not to rotate the filter inside the introducer system or inside vena cava as this may comprise filter performance, which could possibly be the cause for the reported event. There are adequate controls in place at cook to ensure the device was manufactured to specifications, including several controls of filter measurements and filter leg placement in the introducer system. Furthermore, it was assessed that because any discovered non-conformances were properly dispositioned before qc release, there is evidence that the DHR was fully executed. In addition, no other lot related complaints have been received from the field. It is therefore concluded that there is no evidence that nonconforming product exists in house or in field. No evidence to suggest that the product was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 04dec2019: patient outcome: another filter was placed after the physician visualized the filter looked knotted up. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence